Event description:
Used icy hot heat therapy air activated heat patch - back over night. Woke up with a burn blister at the site. Dates of use: for 5 hours in 2008. Diagnosis or reason for use: lower back pain.